Event description:
Additional information was received indicating that this vns patient's increase in seizures was below pre-vns levels. The bouts of pneumonia were determined to be not related to vns. No additional information was available regarding this event. The reason for the increase in seizures was unknown. No new seizure types were witnessed. Product analysis on the patient's generator was approved. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The reported "demipulse eos, ifi = yes" allegation was duplicated in the pa lab. Results of bench diagnostic testing indicated the device was operating properly with ifi set to yes. The data in the diagaccumconsumed memory locations revealed that 85.014% of the battery had been consumed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage value stored suggests a near ifi partially depleted battery condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2012 were received on (B)(6) 2012. The notes indicated that the patient was last seen on (B)(6) 2012. The patient's last known seizure was on (B)(6) 2012 and lasted 25 minutes. The patient had 9 seizures in (B)(6) and 8 seizures in (B)(6); however, according to the patient's previous physician, the patient had only one seizure between (B)(6) that lased up to 15 minutes. The patient experienced warning signs before a seizures: being shaky, spacey, and aggressive. Her convulsive activity consists of random movement of the whole body. The patient may be crying, tired, confused, and aggressive. It was questioned if the vns was not working well as the patient was experiencing breakthrough seizures recently. The patient had two bouts of pneumonia (B)(6). The patient's device was interrogated, diagnostics were performed, and the device was reprogrammed. During diagnostics the "intensified follow-up indicator" flag was seen, and the physician questioned if this was why the patient's seizure frequency increased. The patient's settings, changed settings, and diagnostic results were provided. On (B)(6) 2012, the patient underwent prophylactic generator revision. The patient's explanted generator was received on (B)(6) 2012 and is currently undergoing generator revision. Attempts for additional information will be made.